Event description:
He healthcare professional (hcp) of a foreign clinical study reported abnormal impedances. The outcome was ongoing with no further actions needed. No interventions were taken and no diagnostic methods were performed. The etiology was noted as not applicable to the device or therapy and possibly related to the procedure. No signs or symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event date was (B)(6) 2015.

Manufacturer narrative:
Product ID 39565, lot# unknown; product type lead. (B)(4).

Event description:
It was reported that there were some contacts out of range on patient's implantable neurostimulator (ins) based on 1 report dated (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was also reported that there were no adverse events noted in the event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that device interrogation showed persisting impedances on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that device interrogation showed persisting impedances on (B)(6) 2017

Event description:
Additional information from the healthcare professional of the clinical study reported the device was interrogated (B)(6) 2015 and impedances were persisting when run at both 1.5 and 3 volts. The etiology was due to the lead.